Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed an unknown error message was not confirmed during functional testing or based on the archive review. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. A review of the archive was performed with no significant errors. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, found flickering lcd screen and the lifeband switch needs an adjustment. The lcd screen was replaced and lifeband switch re-adjusted to address the issue. Autopulse platform is a reusable device and was manufactured in november 2010. The device has been operating for over 8 years and has exceeded its expected serviceable life of 5 years following the repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has not received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed an unknown error message. No additional information was provided. No patient involvement was reported.